Event description:
It was reported that the patient presented in clinic for a repositioning procedure. The right atrial (ra) lead was noted to be dislodged via a chest x-ray. The patient was asymptomatic. The ra lead was repositioned successfully on 12 mar 2024. The patient was stable throughout the procedure.